Event description:
It was reported the electrical connectors are broken on the handpieces. The customer received both units for repair at the same time but they did not receive any specific information on how it happened.